Event description:
It was reported that the sys 9800 intermittently is unable to save images and has communication errors. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced sys interface circuit board and hard drive. Reloaded software. Found ac mains to be fluctuating from 120 to 105 vac. Suggested installing ups. The customer operator will take it under advisement. The sys was tested and found to be working as intended and placed back into svc.